Event description:
On (B)(6) 2012, mother reported, the pt experienced hyperglycemia from (B)(6) 2011 - (B)(6) 2012 due to the infusion sets leaking insulin at the infusion site. Blood glucose elevated above 15 mmol/l (270 mg/dl), and pt did not experience any hyperglycemic symptoms. The infusion headset was changed after each incident, and mother reported, the pt is now in good health and his blood glucose is stable. The infusion cannulas did not appear to be kinked. The infusion headsets are changed every 3 days, and the infusion sites are rotated. Mother reported this issue seemed to occur when "big" boluses were delivered. The infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.